Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that right after sitting in their recliner, patient felt a stinging, pulling, and burning. Patient mentioned they no longer felt the thumping stimulation that they had after the procedure. Instead, patient felt the pressure for a short time when they turned up the stimulation and then it would fade away. Patient also felt the urgency to void right after the burning, stinging, and pulling sensation but was unable to urinate. It was noted patient had dried blood near their incision site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the cause of the inability to urinate and the stinging, pulling, and burning after sitting in a recliner was due the patient displacing the trial lead. It was noted that the issues passed with time, nothing was needed, and the issues have been resolved.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3057, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.